Manufacturer narrative:
Patient date of birth was not provided. The exact date of event is unknown. Additional device product code used: ktt. (B)(4). The exact dates of implant and explant procedures are unknown. Subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sometimes in (B)(6) 2016, the patient underwent removal surgery of plate and screws. During the removal surgery, the surgeon noted that the reported screws had been broken at the screwhead. The surgeon thus removed the broken screws using radio pliers that the hospital owned. The surgery was extended for 30 minutes due to the event. This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/30mm-ster. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot, 8595044. Manufacturing location: synthes (B)(4). Manufacturing date: sep 09, 2013. Expiration date: sep 01, 2023. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as (B)(6). An investigation was performed for the subject device (3.5mm ti locking scr slf-tpng w/stardrive recess/30mm-ster, part number 412.111s, lot number 8595044, quantity 2). The subject devices were returned. Visual inspection shows that the screws are badly damaged as result of forcible removal procedure. As result of the damages, it is not possible to measure the relevant dimensions of the screws. The broken surfaces are homogenous what indicates material conformity as well. Due to the fact as the lot was released after final inspection with no findings and as the screws were inserted without any problems we can state that no manufacturing related issue could be identified which caused the breakage. We are not able to determine the exactly root cause for the breakage. We assume that mechanical overloading situation during healing procedure may have caused the breakage of the screws finally. Device history record review of the complained lot number revealed that the parts manufactured according to the specification. We declare that for this product we use raw material which corresponds the ao/asif specification and the international standards iso 5832-11. The article 412.111s with lot no 8595044 was manufactured in a quantity of (B)(4) pieces on september 2013. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported as: 3.5mm ti lcp low bend medial distal tibia plate (part number 04.112.511, lot number 7697347, quantity 1), 3.5mm ti cortex screw (part number 404.034, lot number 8760865, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 32mm (part number 412.112s, lot number 8302769, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 32mm (part number 412.112s, lot number 8497832, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 36mm (part number 412.115s, lot number 8271347, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 46mm (part number 412.136s, lot number 8469337, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 48mm (part number 412.120s, lot number 8225548, quantity 1), 3.5mm ti locking screw self tapping with stardrive recess/ 50mm (part number 412.121s, lot number 8469349, quantity 1).